Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 02-jan-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received loose in the original folding carton along with a lens case. During a visual inspection, the device was inspected under magnification. The lens was removed from the folding carton and cleaned. The lens presented with cosmetic scratches. Complaint issue "lens damaged" was not identified during product evaluation. Based on the complaint investigation results the observed cosmetic issues could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ lens damage, packaging issues. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: . Device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The aab00 model intraocular lens (iol) was reported to have been defective. Extent of patient contact is unknown. No further information is available.